Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blood glucose (bg) level on the bolus screen was incorrect. Customer's bg level was 131mg/dl. Reportedly, the customer exited out of the bolus screen and once customer reentered the bolus screen, the issue was resolved.